Event description:
Information received indicates the head section was stuck about 20% up and wasn't going up or down.

Manufacturer narrative:
The technician found that the gas spring was bent. He replaced the gas spring to repair the stretcher.